Event description:
Claims that the taper didn't lock. Doctor put the hip ball head on the stem and tapped it down. It wouldn't lock. They pulled another hip ball head and it worked fine. No pt injury or delay in surgery.